Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer experienced high blood glucose level of 400 mg/dl. Customer¿s blood glucose level was 250 mg/dl at 4 pm and already delivered bolus three times. Customer reported that auto mode exited due to maximum delivery. Customer was sick. Customer reported that they did not contact their health care professional regarding the high blood glucose event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with bolus. Customer reported that they were using auto mode at the time of reported event. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.